Event description:
It was reported that during the implant procedure, they noticed noise on the atrial lead but thought it was something else. The pocket was closed and after defibrillation threshold test was done, there was still noise and oversensing noted. The pocket was reopened to verify the lead was secured well by the setscrew however, they noticed that when the device and lead were out of the pocket, there was no oversensing. The physician dabbed silicone adhesive on the atrial setscrew grommet, put the device back in the pocket and there was no more oversensing noted. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.